Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was hospitalized and system revision was performed due to erosion/infection. This left ventricular (lv) lead was explanted. There were no additional adverse effects reported.